Event description:
IV nitroglycerin was ordered - the bag was spiked with the tubing and placed on the baxter IV pump. The tubing section would not allow the pump to function. 5 pumps were tried before the rn realized that the problem was with the tubing.